Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a low heart rate. They noted that the device was "firing." The ipg remains in use. No further patient complications have been reported as a result of this event.